Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-02284. It was reported the patient (B)(6) experienced discomfort at the lead site as the leads were superficial and palpable. Subsequently, surgical intervention was taken place on (B)(6) 2015 as per the patient's request wherein the leads were repositioned. The scs system explant was reported in MFR. Report# 1627487-2016-01583 and MFR. Report# 1627487-2016-01584.

Manufacturer narrative:
This report consist of missing information.